Event description:
Per the clinic, the patient experienced drainage from ear canal closure and a recurrent cholesteatoma. Subsequently, the device was explanted on (B)(6) 2025. Reimplantation is planned but had not taken place at the time of this report.